Event description:
It was reported that during an unk procedure, the device would not staple. The device was loaded and both handles were not blocked. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.